Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received that patient underwent surgical interventions on (B)(6) 2021 where in the migrated lead was repositioned, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02310. It was reported that patient experienced a fall. X-rays reveal that one of the lead had migrated anterior. Surgical intervention may take place to address the issue. It is unknown which lead is liable so both leads are reported.